Event description:
It was reported that one-day post-system implantation, the patient's implantable cardioverter defibrillator was found to have pulled back, and the right atrial and right ventricular leads had dislodged. The device and leads were repositioned later that day and a pouch was used to stabilize the device. On (B)(6) 2017, an x-ray was performed and the system was found to be dislodged again. The whole system was explanted later that day. The patient did not suffer any adverse events as a result of the dislodgements. The implantation of a subcutaneous system was discussed.